Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the healthcare provider), a response was received, however, the reason for explanting the device was not provided. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received, however, the reason for explanting the device was not provided. An operative report was also requested, but, it was not provided. A device history record review is in process.

Event description:
Five cases of post-op infection were reported to lifecell by the same surgeon (see medwatch reports 1000306051-2009-00037 to 1000306051-2009-00041). Case no. 1: on (B)(6) 2009, patient underwent bilateral skin sparing mastectomy following by immediate breast reconstruction with tissue expanders and alloderm grafts. Patient developed unilateral infection, and on (B)(6) 2009, md explanted both tissue expander and alloderm graft. Graft was discarded at the hospital. The physician reported that he changed his antibiotic protocol with all reported cases, and was resuming his prior antibiotic regimen.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.